Manufacturer narrative:
Mondray service representatives replaced.

Event description:
Customer reported an issue with the a5 anesthesia delivery system's o2 flow which may have affected o2 anesthesia monitoring. No patient injury was reported.